Event description:
Nurse injected herself on (B)(6)2010 into the nlf with less than 1cc. Very quickly she developed unusual bruising in the whole lower face, not restricted to the area of injection. Her face felt very sore, swollen and warm to the touch (feverish). She took benadryl and that really helped to calm everything down. She still has some swelling and soreness, but doesn't feel like she needs to see a doctor. She has no allergy to sulfites and has never had lidocaine, so she doesn't know if she has an allergy to that. No other known allergies. Update (B)(6)2010: pt stated that she has seen a doctor had prescribed 3 different antibiotics with in 4 days starting (B)(6)2010. Update (B)(6)2010: pt says has been to hosp and ER because of the problems she's had since her injection. In addition to the previous drugs she was given, she is now on minocyclin and has been given IV steroids in the ER, benadryl, antibiotics and steroids and antibiotics orally too as well as steroid injections. Her face has flared up several times. She says she will admit herself to the hosp tonight as her condition is not good. Doctors think it is an allergic reaction to sulfites. Distributor will f/u with pt in week of (B)(6) 2010.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.